Event description:
It was reported that the pt experienced a fall from 10 feet. They were "breathless" and put on respiratory support. Their saturation picked up, but their blood pressure continued to drop. The pt was put on "inotopic" support but the blood pressure continued to drop. The decision was made to put the pt on iabp support. The iab was inserted into the femoral artery half-way when blood was noticed coming from the distal tip of the balloon. Since the iab was damaged, it was exchanged without any pt complications.